Manufacturer narrative:
Date of occurrence and date of (implant) surgery estimated as the actual dates were not provided in the initial report. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided, therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iritis and malpositioned stent are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iritis and malpositioned stent are established risks associated with use of the device, which is clearly specified in the product's labeling. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent system procedure, the patient presented at two (2) months postop with ongoing low grade iritis. Postoperatively, the stents were viewed place more in the scleral spur than the trabecular meshwork (tm). Per report, the stents were not being occluded by the iris and the surgeon could not confirm any iris touch. The patient's eye was characterized as, "relatively sick with history of branch retinal vein occlusion (brvo), including regular retinal injection." The report noted that the patient recently developed retinal detachment (rd), but the surgeon does not believe it is related to the stents. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the patient was checked for floaters postoperatively with no findings until most recently. The surgeon plan to treat the patient conservatively following recent pneumatic retinopexy. Treatment options, including schwartz matsuo syndrome to explain continuous inflammation were discussed. Additional information has been requested.